Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16212. It was reported the patient experienced autoreducing on the left side. In turn, diagnostics indicated high impedances. As a result an extension was explanted and replaced to address the issue. Note: all of the patient's extensions are being reported because it is unknown which extension is liable.

Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the returned extension revealed all wires were broken 41.0cm distal to the stimulation (header) end. The broken wires are consistent with an overstress condition the extension was subjected to while in vivo.